Event description:
According to the reporter, during use, the device developed air leak even it was on high peak airway pressures. It seemed that the air was leaking slowly from the valve. The device went bad on pod 4. The physician noted that the taper guard cuff was poorly shaped and not getting enough "purchase" on the trachea due to the cone shape, while the old cylinder shape did not have this issue. The patient had a replacement of the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.